Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to their adc meter not powering on with button press or test strip insertion. Customer experienced sweating and trembling and had contact with healthcare provider. A reading of 380 mg/dl was obtained on an unspecified meter and customer was treated with 4 units if insulin humalog. There was no report of death or permanent impairment associated with this event.